Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "surface discoloured with irregular brown spots, normally the product is discoloured green throughout. The issue was identified prior to use." Associated complaints 8040412-2025-00094, 8040412-2025-00116, 8040412-2025-00115, 8040412-2025-00114, 8040412-2025-00113, 8040412-2025-00112, 8040412-2025-00111, 8040412-2025-00110, 8040412-2025-00108, 8040412-2 025-00107, 8040412-2025-00106 and 8040412-2025-00105.

Event description:
It was reported that: "surface discoloured with irregular brown spots, normally the product is discoloured green throughout. The issue was identified prior to use.". Associated complaints 8040412-2025-00094, 8040412-2025-00116, 8040412-2025-00115, 8040412-2025-00114, 8040412-2025-00113, 8040412-2025-00112, 8040412-2025-00111, 8040412-2025-00110, 8040412-2025-00109, 8040412-2025-00108, 8040412-2 025-00107, 8040412-2025-00106 and 8040412-2025-00105.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of 'discolouration of the tube' was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation and the visual inspection conducted on the returned sample found the product discoloured with brittle packaging. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned sample, the root cause of this reported issues has been determined to be manufacturing related. A CAPA has been opened under teleflex's quality system by the manufacturing site to address this issue.